Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection. Clinic swabbed and tested employees' skin after this incident. One employee was positive for staph. Date of test unknown.

Event description:
Clinic reported patient with very small area of dermal injury in both axilla 2 weeks post miradry treatment. Antibiotics were prescribed. A follow-up report from the treating physician 6 weeks post treatment indicated the right side had fully healed and the left side was healing. The physician believed the injuries were infections and only treated with antibiotics.